Event description:
Inflammation reaction [medical device site inflammation]. Infection close to an abscess [medical device site infection]. Case narrative: based on additional information received on 29-jan-2020, this case previously considered as non-serious was upgraded to serious. Initial information received on 21-jan-2020 regarding an unsolicited valid serious case received from (B)(6) pcp under reference on 29-jan-2020 and transmitted to sanofi. This case involves adult patient who experienced inflammation reaction and infection close to an abscess, while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, 1 sheet of seprafilm (lot: unknown) was used under the medial incision (operative procedure: upper part [liver or stomach, unknown]). Sepralap was not used. On an unknown date, when the patient was observed by using computerized tomogram, inflamed liquid or abscess-like infection at the site of the wound (obviously the site where seprafilm was applied) was noted; inflammation reaction and infection close to an abscess occurred (intensity of the events: moderate). The surgery itself was confirmed to have been sterile. On an unknown date, inflammation reaction and infection close to an abscess resolved after long-term hospitalization. The patient developed an event of a serious inflammation reaction (medical device site inflammation). It was intervention required. The patient was hospitalized for this event. The patient developed an event of a serious infection close to an abscess (medical device site infection). It was intervention required. The patient was hospitalized for this event. Relevant laboratory test results included: bacterial test - on an unknown date: negative [the surgery itself was confirmed to have been sterile.] Computerised tomogram - on an unknown date: [inflammatory liquid or abscess-like infection at the site of the wound] final diagnosis was moderate infection close to an abscess and moderate inflammation reaction. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered/resolved on an unknown date for inflammation reaction and as recovered/resolved on an unknown date for infection close to an abscess. Reporter comment: the causal relationship of the events "inflammation reaction" and "infection close to an abscess" to seprafilm is assessed as probable; the causal relationship is unverifiable, but seprafilm is likely to have caused the events because the infection close to an abscess occurred after application of seprafilm. Additional information was received on 29-jan-2020 from the physician: added lab data; added intensity and outcome of the events; updated clinical course; added reporter comment; and added company comment.